Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The customer troubleshot with philips technical support. The customer replaced the power supply to address the issue and the ventilator passed all testing and was returned to use.

Event description:
It was reported that the ventilators power supply did not have 24 volts coming from it. There was no patient involvement. The event date was not specified; estimate used.